Manufacturer narrative:
Technician found the bed in bed shop. CPR pedal was not working. Isolated the problem to stuck CPR valve. Replaced the CPR valve to resolve this issue.

Event description:
Complaint alleged that the CPR pedal was not working. No injury reported.